Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 1000 ml eva tpn bags leaked at the junction of the seal and the connection (administration port). The issue was noticed during the preparation of the nutrition. There was no patient involvement. No additional information is available.